Event description:
Caller reported an error with cgm, specifically error 42. There was no reported adverse impact to the customer's blood glucose level. Customer was guided by technical support to reset their pump, and after the reset, the error code did not reappear. The caller successfully initiated their sensor session following the guidance.